Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-04771. It was reported that the patient¿s l3 lead migrated, however the patient had good coverage with the other lead. In turn, surgical intervention took place on (B)(6) 2023 wherein the l3 lead was explanted and replaced to address the issue. During the procedure, the l4 lead was accidentally removed. Hence, l4 lead was also explanted and replaced. Reportedly, therapy was confirmed post operatively.